Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), pelvic pain ("pelvic pain/ pain") and metal poisoning ("metal toxicity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, cml, dysfunctional uterine bleeding, loop electrosurgical excision procedure, uterine dilation and curettage, endometrial ablation and flank pain. Concomitant products included diphenhydramine hydrochloride (benadryl), ibuprofen (motrin), imatinib mesilate (gleevec), naproxen sodium (aleve) and vicodin. In 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal infection ("infection: vaginal"). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, metal poisoning and abdominal pain outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, metal poisoning, pelvic pain and vaginal infection to be related to essure. Diagnostic results: essure confirmation test(s): results: good (per pfs) (B)(6) 2009: cx biopsies: endo-cx; ecc- hpv, hsil, cin ii-iii (B)(6) 2009: loop excision of cervix - high grade sil; positive high risk hpv (B)(6) 2009, pathology report- moderate squamous dysplasia (cin 2) involving immature squamous metaplasia in a background of inflammation, erosion, and reparative changes. Focal koilocytosis suggestive of hpv effect. Multiple (2) leiomyomas measuring 0.3 and 0.5 cm. Benign cyst consistent with paratubal cyst. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received. Event - allergy to metal was added. Event outcome for pain, vaginal infection, cramping was updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/migration of essure device location of device: plaintiff does not know"), pelvic pain ("pelvic pain/ pain") and metal poisoning ("metal toxicity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, cml, dysfunctional uterine bleeding, loop electrosurgical excision procedure, uterine dilation and curettage, endometrial ablation and flank pain. Concomitant products included diphenhydramine hydrochloride (benadryl), famotidine, ibuprofen (motrin), imatinib mesilate (gleevec), naproxen sodium (aleve), potassium and vicodin. In 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced vaginal infection ("infection: vaginal"). In (B)(6)2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6)2009. At the time of the report, the device dislocation, metal poisoning and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, metal poisoning, pelvic pain and vaginal infection to be related to essure. Diagnostic results: on 2008 essure confirmation test(s) was performed: results: good (per pfs) (B)(6)2009: cx biopsies: endo-cx; ecc- hpv, hsil, cin ii-iii (B)(6)2009: loop excision of cervix - high grade sil; positive high risk hpv (B)(6)-2009, pathology report- moderate squamous dysplasia (cin 2) involving immature squamous metaplasia in a background of inflammation, erosion, and reparative changes. Focal koilocytosis suggestive of hpv effect. Multiple (2) leiomyomas measuring 0.3 and 0.5 cm. Benign cyst consistent with paratubal cyst. Essure confirmation test performed on 2008,type of test: other (please describe) - plaintiff does not recall results of essure confirmation test: total bilateral occlusion.what did your healthcare provider tell you about your results? Essure device properly placed most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, events onset date added, events outcome of pain and dysmenorrhea updated from recovering resolving to recovered resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil floating in the uterus'), pelvic pain ('pelvic pain/ pain') and metal poisoning ('metal toxicity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation". The patient's medical history included gastric stapling. *on 2008 essure confirmation test(s) was performed: results: good (per pfs). (B)(6) 2009: cx biopsies: endo-cx; ecc- hpv, hsil, cin ii-iii. (B)(6) 2009: loop excision of cervix - high grade sil; positive high risk hpv. Essure confirmation test performed on 2008,type of test: other (please describe) - plaintiff does not recall results of essure confirmation test: total bilateral occlusion. What did your healthcare provider tell you about your results? Essure device properly placed. Concurrent conditions included irritable bowel syndrome, cml, dysfunctional uterine bleeding, loop electrosurgical excision procedure, uterine dilation and curettage, endometrial ablation and flank pain. Concomitant products included cyanocobalamin (b 12) since 2013, diphenhydramine hydrochloride, famotidine, hydrocodone bitartrate;paracetamol (vicodin), imatinib mesilate (gleevec), iron since 2012, naproxen sodium (aleve), potassium and vitamin d nos (vitamin d) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal infection ("infection: vaginal"). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy to remove the essure device and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, metal poisoning and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, metal poisoning, pelvic pain and vaginal infection to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2009 (discrepancy as per pif).,(B)(6) 2008 as per mr. Discrepancy noted: essure insertion date as per mr is (B)(6) 2006. Essure tubal ligation, 14 coils in the uterus on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: moderate squamous dysplasia (cin 2) involving immature squamous metaplasia in a background of inflammation, erosion, and reparative changes. Focal koilocytosis suggestive of hpv effect. Multiple (2) leiomyomas measuring 0.3 and 0.5 cm. Benign cyst consistent with paratubal cyst.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: nickel allergy". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil floating in the uterus'), pelvic pain ('pelvic pain/ pain') and metal poisoning ('metal toxicity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation". The patient's medical history included gastric stapling. *on 2008 essure confirmation test(s) was performed: results: good (per pfs) (B)(6) 2009: cx biopsies: endo-cx; ecc- hpv, hsil, cin ii-iii. (B)(6) 2009: loop excision of cervix - high grade sil; positive high risk hpv. Essure confirmation test performed on 2008,type of test: other (please describe) - plaintiff does not recall results of essure confirmation test: total bilateral occlusion. What did your healthcare provider tell you about your results? Essure device properly placed. Concurrent conditions included irritable bowel syndrome, cml, dysfunctional uterine bleeding, loop electrosurgical excision procedure, uterine dilation and curettage, endometrial ablation and flank pain. Concomitant products included cyanocobalamin (b 12) since 2013, diphenhydramine hydrochloride, famotidine, hydrocodone bitartrate;paracetamol (vicodin), imatinib mesilate (gleevec), iron since 2012, naproxen sodium (aleve), potassium and vitamin d nos (vitamin d) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal infection ("infection: vaginal"). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy to remove the essure device and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, metal poisoning and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, metal poisoning, pelvic pain and vaginal infection to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2009 (discrepancy as per pif).,(B)(6) 2008 as per mr. Discrepancy noted: essure insertion date as per mr is (B)(6) 2006. Essure tubal ligation, 14 coils in the uterus on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: moderate squamous dysplasia (cin 2) involving immature squamous metaplasia in a background of inflammation, erosion, and reparative changes. Focal koilocytosis suggestive of hpv effect. Multiple (2) leiomyomas measuring 0.3 and 0.5 cm. Benign cyst consistent with paratubal cyst.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: nickel allergy". Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received: " previously reported event device dislocation replaced with event essure coil floating in the uterus. Other event endometrial ablation done on the same day of essure insertion added reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), pelvic pain ("pelvic pain/ pain") and metal poisoning ("metal toxicity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, cml, dysfunctional uterine bleeding, loop electrosurgical excision procedure, uterine dilation and curettage, endometrial ablation and flank pain. Concomitant products included diphenhydramine hydrochloride (benadryl), ibuprofen (motrin), imatinib mesilate (gleevec), naproxen sodium (aleve) and vicodin. In 2008, the patient had essure inserted. In july 2012, the patient experienced vaginal infection ("infection: vaginal"). In january 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (hysterectomy to remove the essure device). Essure was removed on 22-may-2009. At the time of the report, the device dislocation, pelvic pain, metal poisoning, dysmenorrhoea, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, metal poisoning, pelvic pain and vaginal infection to be related to essure. Diagnostic results: essure confirmation test(s): results: good (per pfs) (B)(6) 2009: cx biopsies: endo-cx; ecc- hpv, hsil, cin ii-iii (B)(6) 2009: loop excision of cervix - high grade sil; positive high risk hpv (B)(6) 2009, pathology report- moderate squamous dysplasia (cin 2) involving immature squamous metaplasia in a background of inflammation, erosion, and reparative changes. Focal koilocytosis suggestive of hpv effect. Multiple leiomyomas measuring 0.3 and 0.5 cm. Benign cyst consistent with paratubal cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics historical condition, concomitant medication and concomitant disease added. Essure indication updated. New events metal toxicity, infection: vaginal, migration of essure were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.